Event description:
After blood drawing from the a line, tried to flush the blood remained inside of the route, leakage from the root of syringe was confirmed. And aeration was also confirmed.

Manufacturer narrative:
Received one used unit on 5/6/08. Our qual engineer visually and microscopically inspected the returned unit and confirmed there was a tear at the elbow of the syringe resulting in leakage. The device history could not be reviewed as the lot number was not provided. Conclusions - the engineer concludes that this defect could be due to the user accidentally over bending the syringe during application, or the production associates did not package the device correctly causing stress at the elbow. Future complaints will be monitored to evaluate trend for investigation. Additional info has been requested and no response has been given. (B) (4). (B) (4).